Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The user did not provide a lot number. The device history record and the complaint database could not be reviewed for lot specific info. The returned device was examined visually and the complaint is confirmed. The catheter shaft was damaged. Merit is unable to determine the root cause for the catheter shaft damage.

Event description:
The user reported they were performing a standard radio frequency (rf) ablation procedure on the liver. The physician reported that while using ultrasound, he needed to reinsert the needle into the catheter to reposition the catheter. During rf ablation the catheter is used to infuse saline to create artificial ascites for hydro-dissection of the liver from the abdominal wall. When the physician was finished he felt resistance during catheter removal. The physician pulled harder and then felt the catheter release. The pt was scanned and found the catheter had broken off and a fragment remained in the pt's abdominal wall tissue. A surgeon was called in to perform a cut down procedure to remove the catheter fragment from the pt. The fragment was removed, the pt is reported to be doing fine and the procedure was a success. No other harm or injury was reported.